Manufacturer narrative:
This foreign report is being submitted on (B)(6) 2017 for a device that is considered same/similar to a us marketed device (compeed blister cushions assorted 5ct). This closes out this report unless additional significant follow up information is received.

Event description:
This spontaneous report was received on (B)(6) 2017 from a consumer (age and gender unspecified) reporting on self from the (B)(6) via social media. The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using compeed blisters medium 5s for blister caused by the shoe rubbing at the back of ankle as recommended by the local pharmacy to help pain from blister (route: cutaneous, lot number, expiration date and frequency unspecified). After an unspecified duration, the consumer developed cellulitis on skin. On an unspecified date, a physician was consulted in the hospital who administered the consumer with unspecified antibiotics intravenously. Also the physician had to drain the blister through the plaster. The action taken with the device and the outcome of the event were unknown. This report was assessed as serious (medically significant). The company causality was assessed as related.